Event description:
It was reported that the physician was not alleging the increase in seizures against vns. The patient replacement was prophylactic and there was no indication the physician believes vns contributed to the increased seizures. No additional relevant information has been received to date.

Event description:
It was reported that the patient had an increase in seizures initially found to be due to battery depletion confirmed by battery life calculation. The patient had a generator replacement. The explanted generator was reported to not be depleted. The explanted generator has not been received to date. No additional relevant information has been received to date.